Event description:
The consumer reported that he couldn't communicate with the implant using his recharger or programmer. The patient had charged up the recharger and put new batteries in the programmer and still could not get any communication. The patient stated he didn't need his stimulation therapy for a couple of weeks, but with all the rain he needed to use his stimulation because his back was acting up due to the rainy weather. The patient was not feeling stimulation and the change in therapy or symptoms was considered sudden. The indication for use was complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.